Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's right ventricular lead exhibited high thresholds and low sensing. As a result, the lead was replaced. No patient symptoms were reported.